Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the cx. Approx. 3.5 months post index procedure, the patient died suddenly. The cause of death is unknown. The investigator assessed the event as not related to the index device or antiplatelet medication. The sponsor assessed the event as not related to the index device or antiplatelet medication.

Manufacturer narrative:
It was reported that patient suffered sudden cardiac death, documentation is not available. Cec adjudicated that death was cardiac death, possible stent thrombosis 1 month post pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sponsor assessed the death as possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a previous medical history of heart failure (lvef - 27%). If information is provided in the future, a supplemental report will be issued.